Manufacturer narrative:
It was reported that a critical battery alarms were recorded in the log files. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of the manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed three (3) critical battery alarms involving (B)(4) and two (2) critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, one power disconnect alarm was recorded involving (B)(4). During the power disconnect alarm, the logs recorded a spurious safety alert word (saw) value for this battery, indicating that a communication error had occurred between the controller and battery. As a result, the most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Heartware investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery / (B)(4) / (B)(4)/ exp. Date: 03/31/2016. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 03/31/2015. Labeled for single use: no. (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a critical battery alarm associated with one of the patient's batteries was noted by the clinical engineer. The battery was exchanged with no reported patient consequences.